Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to touch while plugged in to charge into a wall outlet using the usb cable. Review of the pump history verified that the pump did not declare any alarms or malfunctions. Blood glucose level was 201 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy with an alternate usb cable.